Event description:
On (B)(6), 2023, it was reported by a distributor via sems that an ar-1927bct-475 biocomposite corkscrew ft anchor partially broke while being screwed into the bone hole. The anchor and sutures were retrieved from inside the patient and another ar-1927bct-475 biocomposite corkscrew ft anchor was used to complete the case. This was discovered during a rotator cuff repair procedure on (B)(6), 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed based on the customer-provided photo. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging during use.